Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A customer reported receiving an unspecified high sensor scan but felt low. The customer experienced symptoms of seizure and a loss of consciousness and the customer was unable self-treated. The customer received unspecified treatment from a non-hcp and the ambulance was called. Blood glucose results of 40 mg/dl and 52 mg/dl were obtained on the hcp meter and the customer was administered glucose via IV. No further information was provided. There was no report of death or permanent impairment associated with this event.